Event description:
Devilbiss healthcare was notified by an oxygen supplier of a complaint involving a devilbiss oxygen concentrator. The provider stated there was evidence the exterior cabinet "plastic melted causing concentrator wheels to be unbalanced." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss is currently investigating the incident, including attempting to retrieve the product to inspect it, and will update this filing if new information becomes available.